Event description:
On (B)(6) 2018, the customer called in stating that when solution is put into the syringe, it seems as if the syringe becomes stiff and he's unable to push the plunger for the insulin to be dispensed.